Manufacturer narrative:
The reported event of ¿capture anomaly¿ was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture. The ra lead was capped and replaced on (B)(6) 2024. No patient condition was reported.